Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01394. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent ankle surgery on (B)(6) 2011. On (B)(6) 2011, topical skin adhesive was applied to the wound. The wound started to leak. The patient was given additional topical skin adhesive by the physician to close the wound if it started to open.